Event description:
Info received indicates the brake will not hold.

Manufacturer narrative:
The technician found the rocker arm broken. The technician used a brake/steer upgrade to repair the stretcher.